Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement procedure to treat a pseudo aneurysm in the a/v shunt via the left arm, the stent graft struts allegedly perforated the catheter. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. Investigation summary: on the basis of the returned stent graft delivery system, the alleged failure could be confirmed. The outer sheath was found perforated by stent graft strut, which made a stent graft deployment impossible. No indication was found for manufacturing related issues. Potential factors which may have contributed to the reported issue have been considered. The reported application presents an off label use of the device. However, based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding the use of accessories the IFU states: "materials required for the fluency® plus endovascular stent graft procedure: (...) Introducer sheath with appropriate inner diameter (...)". Furthermore, the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (¿). Flushing these lumens will also facilitate stent graft deployment." The reported application represents an off label use of the device. The IFU supplied with this product states: "the safety and effectiveness of the device when placed across an aneurysm or a pseudoaneurysm has not been evaluated." (B)(4).

Event description:
It was reported that during a stent graft placement procedure to treat a pseudo aneurysm in the a/v shunt via the left arm, the stent graft struts allegedly perforated the catheter. Reportedly, another device was used to complete the procedure. There was no reported patient injury.